Manufacturer narrative:
(B)(4).

Event description:
It was reported that non-sustained right ventricular oversensing episodes due to lead noise was observed via merlin.net transmission. Oversensing with pauses in pacing and noise on the discrimination channel were also noted. Patient reported that she had fallen off her bike prior to this event. Micro-dislodgment under x-ray and elevated but stable thresholds were observed. Programming changes were made. There were no adverse consequences to the patient.